Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male underwent aaa repair in 2008. The patient's form was considered to be suitable for endovascular therapy. The top stent was fully deployed before cannulation of the contralateral limb. When the main body was placed and the grey positioner was withdrawn, heavy blood leakage occurred from the hemostatic valve. When both iliac legs were placed and the grey positioners were withdrawn, blood leakage occurred from the hemostatic valves. The total volume of hemorrhage was 1000 ml and blood transfusion was 1200 ml. The patient recovered after the procedure.